Manufacturer narrative:
The reported event of a leak was confirmed. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the procedure, a leak was noted on the channel which connected the sheath and saline. Gas and blood were repeatedly removed and the sheath was exchanged. The procedure was continued and there were no adverse consequences to the patient.